Event description:
It was reported by service report that there was no head end down motion and the bed was at its high height. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: lift sensor coil cord.